Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial started (B)(6) 2020. They reported that they get a strong urge to void and then when the try to sit and void they were unable to pass urine. Then they stand up the urine starts to flow so they sit back down to complete the void but when they sit the urine stops. They said their stomach is very bloated and hard. They said that it is painful. On an additional call the patient said they were not able to void. The patient was advised to contact their healthcare professional.